Event description:
It was initially reported that there were coupling/recharging issues with the patient¿s implantable neurostimulator (ins). In addition, x-rays were taken on (B)(6) 2011 which was the time that the patient started having the recharging issues. X-rays were interpreted as the device was not flipped. Repositioning of the recharger antenna and use of antenna locator (al) feature did not resolve the issue. Follow up information received on (B)(4) 2011 from the healthcare professional (hcp) reported that the cause of the event was that the patient¿s ins was flipped and that the patient was unable to charge. It was noted that the ins was flipped back over in the hcp¿s office without difficulties. Hospitalization was not required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v362201, implanted: (B)(6) 2009, product type lead; product ID 3888-33, lot # v362201, implanted: (B)(6) 2009, product type lead; product ID 37083-20, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37083-20, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).